Manufacturer narrative:
(B)(4). The analysis of the returned device revealed that the cutting wire was broken and blackened. It was found during the investigation of the returned device that the cutting wire was broken and blackened. It is most likely that a peak of voltage could have caused the failures noted. This condition impede the bowing function of the device. Therefore, the most probable cause of this complaint is adverse event related to procedure since it is the most likely that the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
It was reported to bostone scientific corporation that a jagtome rx 39 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, they bowed the device in order to cut. And then the device would not bow. Reportedly, there was no visible damage noted on the device. The procedure was completed with a second jagtome rx 39. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; broken cutting wire.